Event description:
On (B)(6) 2011, I had surgery to repair a right inguinal hernia that happened at work and was covered under workers compensation. On (B)(6) 2014 I had to be admitted to the hospital after an urgent care visit because I had another hernia on the same side that was protruding into my right groin. The surgeon that performed my 2nd operation told me that the mesh had failed and a piece of mesh is still stuck in my muscle in my right leg near the femoral artery. He said if I would have waited another day or two that the hernia sac was so big that it could have put me in a coma or caused loss of life. He had to repair my hernia using my own tissue. The failed mesh that he removed from me is called bard mesh perfix plug size medium ref (B)(4) lot hutg1835. I was told this was not on recall. So I am reporting this so it may not happen to someone else.